Event description:
Perforation and dislodgement were reported. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A lead tip stiffness test was performed and found to be within specification.